Event description:
Event description guidant received information that the patient with this implantable pacemaker (ipm) was taken to the emergency ward unconscious with a pulse rate of 20 beats per minute. After an external pacemaker was connected, the ipm was found to have premature battery depletion. The ipm was explanted/replaced and returned to st. Paul for analysis.